Event description:
It was reported that this pacemaker system had an isolated stored signal artifact monitoring (sam) episode which revealed a high out of range impedance measurement of greater than 3000 ohms in the right atrial (ra) lead. Additionally, there was a lead safety switch (lss) that had occurred. At this time, no pacing inhibition has been reported. No adverse patient effects were reported. The system was reprogrammed. Physician is evaluating further actions. This ra lead remains in-service.